Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial lead impedance was >2500 ohms in both unipolar and bipolar configurations. There was no evidence of atrial capture, but normal sensing was present. The physician elected not to make any changes to the pacemaker system.